Event description:
The customer reported that when they performed fluoroscopy, the kv jumped to 120 kv. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the camera and video controller boards and reseated all of the c-arm boards. The system was tested and found to be working as intended and put back in service.